Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Service technician was able to verify the customer claims the unit the will not display the screen. Bench testing reveals that component f1 located on the inverter board was measuring "ol" resistance. This is causing the unit's lcd display to not power on. Inverter board was replaced to fix issue.

Event description:
Customer reported the model palmtop ventilator (ptv) enve unit will not display the screen when turned on. It is unclear if there was patient involvement with this event.